Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a shaft kink 13.8 cm proximal from the tip. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole 1mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.